Event description:
It was reported that during an unknown procedure, an unexpected noise was heard from the connection between hand piece and scalpel. Solid tone with error code 5 displayed after working around 20 minutes. Reinstalled twice and then test, the titanium tip of the device was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. When system is ready mode, the generator sends a subtherapeutic pulse every one second to the tip of the handpiece to test off resonate frequencies. This is normal device function. When the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. This is caused by the subtherapeutic pulse slightly vibrating the blade and the metal and metal contact results in the squeaking or chirping noise.